Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is likely occurred due to faulty patient board set. As to the cause of the defect, we surmised that there was a possibility that an abnormality occurred because the subject device was manufactured before the circuit design change of the operational amplifier of the printed circuit board was applied. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center. Had no image when connected to scopes that use a specific type of video cable. The issue occurred, during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.